Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that while in the cath lab, the md used a sheath to insert the intra-aortic balloon (iab) via the left femoral artery. The md stated the following "it is impossible to zero fos, missing cal key alarm." As a result, the pump was exchanged off the patient and "still doesn't work." The md removed the iab and inserted another iab to continue with patient's iab therapy. The patient was moved to the intensive care unit with ECMO (extra corporeal membrane oxygenation) and iabp. Per the report "existing pumps have been checked technically and are working as specification." A request was made for more information about this event.